Event description:
Received a mandatory medwatch form from the customer which states "oximetric swan was in place. Using product syringe, attempted to wedge. No wedge waveform. Syringe did not draw back air; rn drew back blood. After swan was removed, the balloon ruptured." Upon further query, the customer reported the following: the catheter was placed in 2001. It was the first wedge attempt after placement that the clinician was unable to get a wedge waveform. The clinician then went to draw back the air, but instead she received blood. The catheter was removed. The balloon was tested and it was noted to be broken. It was unknown to the reporter if another catheter was placed or not. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.